Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. Additional information indicated from the field representative that the cause for increased in threshold was due to scar tissue. The behavior was not attributed to the lead. The rv lead was explanted. No additional adverse patient effects were reported.